Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. The procedure was completed by withdrawing the device and applying manual compression. There was no reported patient injury. During use, there was no difficulty connecting the exoseal vcd with the vascular sheath introducer. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When removed, the indicator wire loop was visible with no anomalies. The device was used in an interventional procedure with a retrograde approach. The physician was certified in exoseal vcd use, and the device and packaging showed no visible damage prior to use. A non-cordis short sheath was used. The device was stored and prepared according to the instructions for use. The femoral site was verified on angiography with proper insertion angle and vessel diameter =5 mm, and there was no visible calcium, tortuosity, stenosis > 50%, stent, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at or near the puncture site. The site had not been closed with any closure device or manual compression within 30 days prior to this procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18446473 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. The procedure was completed by withdrawing the device and applying manual compression. There was no reported patient injury. During use, there was no difficulty connecting the exoseal vcd with the vascular sheath introducer. The indicator wire cowling locked with an audible click, pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window showed no red color. When removed, the indicator wire loop was visible with no anomalies. The device was used in an interventional procedure with a retrograde approach. The physician was certified in exoseal vcd use, and the device and packaging showed no visible damage prior to use. A non-cordis short sheath was used. The device was stored and prepared according to the instructions for use. The femoral site was verified on angiography with proper insertion angle and vessel diameter =5 mm, and there was no visible calcium, tortuosity, stenosis > 50%, stent, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at or near the puncture site. The site had not been closed with any closure device or manual compression within 30 days prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. The device will be returned for evaluation.